Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt had more pain due to a catheter occlusion. The catheter was revised. After the revision, the pt was reported to be okay and having good therapy benefit. The catheter was used to deliver morphine (25 mg/ml; 3.5 mg per day).